Event description:
It was reported that a patient underwent a re-do paroxysmal atrial fibrillation (afib) procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. When coming on ablation with the qdot micro catheter at 90w, the force on the catheter immediately jumped from 10g to 70-80g of force, and immediately returned to 10g of force once radio frequency was completed. The catheter did not move on fluoroscopy or carto to suggest the rise in force. Another ablation was attempted at 25w to confirm whether this was something caused by the high power. It happened again at 20w, and again the catheter did not visibly move. Therefore, they tried a new cable to see if that would resolve the issue, but it did not. Then tried a new catheter and the issue was resolved. The patient was not affected by this issue and is now stable. The procedure was completed successfully with the new qdot micro catheter. The procedure was not delayed due to the reported issue. The procedure was successfully completed. No patient consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 22-may-2025, observed reddish material and a hole in the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 22-may-2025 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j) for evaluation on 07-may-2025. Visual inspection, and force test of the returned device were performed following j&j procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The force features were tested and no errors were observed, the device was visualized and recognized correctly. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The foreign material inside the pebax's identified during the investigation could be related to the force issue reported by the customer; therefore, the complaint was confirmed. The potential cause of the pebax's damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use (IFU) contains the following warnings and precautions: if the catheter has not reached a steady state condition, there is potential for a zero-offset drift to occur which could result in an inaccurate contact force reading. Always zero the contact force reading following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. To ensure proper operation of the contact force sensor, the tip electrode and the two distal ring electrodes must protrude from the distal tip of the guiding sheath. In addition, related to the damage on the pebax's surface, the instruction for use (IFU) contains the following warnings and precautions: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostatic valve of the sheath. After insertion, slide the insertion tube back toward the handle. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).